Event description:
The manufacturer service technician reported that the device overheated and was missing the shields, ball bearings, and ball retainer while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.